Manufacturer narrative:
Waiting for device to return for eval. A f/u report will be submitted after the device is evaluated.

Event description:
Oxygen concentrator started to smoke. No injury or property damage.